Event description:
Pt (also a physician was injected in the nasolabial folds with radiesse dermal filler and developed a necrosis. When the pt was injected in the left nasolabial fold, he thinks the left nasolabial artery was cannulated causing an occlusion which then developed into a necrosis. The necrosis is from the left orbital rim down the cheek to above his mustache. The necrossed area is black with white around it. He also developed numbness in the area, tearing and double vision of the left eye. He also developed pain and swelling inside the left nostril and an ulcer on the gum by the left canine.

Manufacturer narrative:
The pt treated himself with augmentin 825mg, twice a day. Prednisone with a rapid taper, vicodin and motrin for pain. The necrosis is resolving.